Event description:
Patient reported obtaining back-to-back blood glucose results of 476 mg/dl and 336 mg/dl, while using the advantage system 1 and four minutes later, patient retested blood glucose, using advantage system 2 and obtained a result of 165 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect products and replacement products were shipped.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 2. Reference medwatch report with a1 patient identifier 200040508a for the suspect device used in advantage system 1.